Event description:
Catheter would not deflate. A suprapublic catheter was inserted and the pt underwent cystoscopy to remove the catheter. Pt condition is stable, however treatment for blood clots is postponed due to intervention to remove the catheter.